Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system, confirmed, and replicated the reported event of no phaco power. The nonconforming u/s controller printed circuit board (pcb) was replaced to address the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of no phaco power can be attributed to the nonconforming u/s controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the ultrasound did not oscillate prior to a cataract with intraocular lens implant (iol) procedure. The procedure was not initiated, was postponed and performed on a later date.